Event description:
Customer was hospitalized for dka. It was stated that there was an occlusion at the site. The customer did not change out entire set prior to the event. It was indicated that the customer received a back pressure sensitive alarm. The customer was instructed to change out entire set and to follow the two high blood glucose rule.